Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's pump fill estimate had not lowered after multiple boluses were delivered. The supplies to the pump were changed and the fill estimate was shown as being accurate. The contact indicated that the customer's blood glucose (bg) level was 274 mg/dl and thought that the high bg was caused by medication; however, the contact was not sure if the pump had been working properly at the time. As the supplies to the pump had been changed, tandem technical support was unable to troubleshoot to determine a possible cause of the fill estimate issue. The customer's blood glucose level had returned to target range and the pump was reported to be operating as expected.